Event description:
It was reported that the patient falls a lot due to cerebral palsy not related to the ins. In (B)(6) 2017 they report falling directly on their implanted stimulator. After the fall they begin to experience connectivity issue with the patient programmer (pp) and ins recharger (insr). They reported that the last time that stimulation was felt was (B)(6) 2017. It was also reported that the last successful ins recharge was (B)(6) 2017 but they later stated that the last successful recharged occurred three to four months ago. No additional symptoms, or complications were reported for this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer¿s representative (rep). It was reported the patient was not charging for several weeks due to the storms. The patient was unable to communicate with the remote to turn stimulation on. The patient was not complaining about charging. The rep tried a jump start, but the issue was not resolved. The rep was going to follow up with the patient at their next visit due to time constraints at the time of the report. No further complications were reported.